Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced leakage of infusion sets event on (B)(6) 2025. The leakage was at the site. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.